Event description:
The facility reported an infusion pump with "air in line." Information was not provided regarding whether or not the device was in patient use when the event occurred. Per largo customer service, the hospital representative stated they have no record or any patient injury or medical intervention. No additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: the pump was serviced and the air in line printer circuit board was out of specification and was replaced.